Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5086mri implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged causing a cardiac tampanade due to perforation. A pericardial window was performed to drain out the blood. A lead revision was performed in which the ra lead was unscrewed and repositioned. The ra lead remains in use. No further patient complications have been reported as a result of this event.